Event description:
It was reported last (B)(6) the patient was walking in their kitchen and they had a bad hip from a previous accident. Their hip caused them to slump over. The patient then grabbed the counter and righted himself and when he did this, the settings felt like they went "full blast". The stimulation was extremely high and strong. An overstimulation sensation was reported. The patients wife went and got the programmer (pp) and turned the implantable neurostimulator (ins) off. The stimulation was immobilizing the patient and made all their muscles just stop. The stimulation was felt in the area where the patient usually felt stimulation (above hip, leg and down to feet). The patient then contacted their manufacturer representatives and was instructed to turn adaptive stimulation off. The patient only had as activated for group a, and had a1 and a2 (group b and c did not have as activated). The patient then turned everything down to 0.0. When the patient turned their stimulation back on, it "went full blast again" so the patient turned it off. It was noted, both programs had been turned down to 0.0v prior to turning back on and the patient "didn¿t know what happened". The patient was then with their rep and turned the adaptive stimulation on today and the patient did not feel uncomfortable stimulation and the stimulation was adjusting with position as expected. The pp was used and adjusted stimulation setting when the patient was sitting up. The patient laid down and got back up, and the amplitude displayed on the pp did not change from their laying down amplitude. While on the phone, the pp was correctly displaying "upright" and voltages of 3.5 (a1) and 2.8 (a2). The patient laid down and the pp displayed "lying" and voltages of 2.2 (a1) and 2.7(a2). When the patient sat back up the amplitudes adjusted as expected and correctly displayed on pp. It was stated they didn¿t know they had to sync the pp in order to update amplitudes when the patient changed positions. It was reported education resolved the issue and the pp was working. It was reported the patient had been making manual adjustments and they had not been able to duplicate the strong stimulation sensation. It was reported the patient had not been around emi during the event, but may have been earlier. The patient was in the (B)(6) and was on a cutter on (B)(6). He was not around the radar, but was in a warehouse around a lot of radio frequency, but this was noted to not be the time of strong stimulation. It was reported since using as, the patient had been using more power. The patient recharges their ins to full every 3 days. Last night the patient sat for 1.5 hours and "it didn¿t seem like it was moving". The patient tried again this morning for 30 minutes and stated "they weren't getting anything out of it", but now it was showing 75%. Coupling status was described as "moving". The patient typically charged their ins in 1.5 - 2 hours and they watch the coupling boxes. Impedances were checked today. Additional information received reported impedance checks were run and there were no issues. Adaptive stim was turned back on and tested in upright, upright and walking, and lying down positions. Stimulation adjusted as expected and there was no overstimulation. No malfunctions were seen and the cause was not determined. All the settings were tested in the clinic. The patient was no longer receiving overstimulation and all settings worked as expected. Patient was receiving pain relief.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had had 2 other reprogramming sessions at minimum, since having initially reported that issue. A manufacturer representative had met with the patient on october 3rd and turned the as off as the patient had continued to notice uncomfortable stimulation. The uncomfortable stimulation was descripted as being felt through the mid back and down the legs and was very strong. The occurrence of the stimulation in the back was higher than where the patient would normally have received coverage. The patient had continued to have the uncomfortable stimulation 3 times since having met the manufacturer representative on october 3rd. The patient would only feel the discomfort when leaning forward. Nothing was noted to have prompted the issue. After doing an impedance test, the values were found to have been around 1100-1200ohms with the highest value having been 1248ohms and the lowest having been 756ohms. However, when tested at the lowest test voltage of 0.7volts, everything associated with electrode 12 had shown values of greater than 10kohms. The group impedance for a had shown a1 at ¿678ohms, 7.94ma,¿ and a2 at ¿553ohms, 4.343ma.¿ the ins was programmed so as to avoid electrode 12. An x-ray had been ordered to verify the patient¿s lead placement and was going to be scheduled sometime in the future. The patient was not receiving effective therapy due to the uncomfortable shocking in different positions.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).